Event description:
The initial reporter received a questionable elecsys ca 15-3 ii assay result from one patient sample tested on the cobas e411 disk. The reporter stated that they compared the result from the analyzer to the result of another laboratory's cobas e411. The initial result from the analyzer was 38 u/ml. The repeat result from the other laboratory's analyzer was 16 ng/ml.

Manufacturer narrative:
The serial number of the customer's cobas e411 disk is (B)(6). The investigation is ongoing.

Manufacturer narrative:
In mfg report no 1823260-2023-03050, the third and fourth lines of b5 describe event or problem should have been: "on (B)(6) 2023, the initial result was 38.86 ui/ml. On (B)(6) 2023, the first repeat result was 16.27 ui/ml. On (B)(6) 2023, the second repeat result was 16.90 ui/ml." Instead of: "the initial result from the analyzer was 38 u/ml. The repeat result from the other laboratory's analyzer was 16 ng/ml." The investigation noted that the qc results were close to the target values and were valid. The qc before the event was within specifications; a general reagent problem was not present. The investigation noted that the calibration signals were weak compared to the other laboratory. The field application specialist (fas) also compared the signals with a foreign laboratory. The fas instructed the customer to run quality control (qc) as patient samples and the results were close to the target value. The field service engineer recalibrated the measuring cell. The investigation noted that the customer did not use roche rack adapters for the 13 mm tubes. Product labeling states "inserting a roche rack cup adapter into a rack - use roche rack cup adapters to improve the alignment of 13 mm tubes. Warning ! Incorrect results and errors due to misaligned sample tubes not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." Based on the information provided, the cause of the event could not be determined. The investigation did not identify a reagent problem.